Event description:
On (B)(6) 2014, merck was notified about a customer complaint concerning pegintron redipen. The complaint concerned a pharmacy tech who reported that "a pt's pegintron redipen" ejected all of the medication from the back of the pen onto the pt's hand and arm". This was when the pt had placed the needle into the insertion site and attempted to push down on the dosing button. The pt had heard a "crack" sound and that is when the medication ejected all of the medication. This medication did not go into the pt at all". No complaint sample was returned. The pen could therefore not be examined to verify whether a defect was present. The reported lot number of the complaint was (B)(4) and the expiry date was july 2015. (B)(4).